Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, very hard, lump, joint pain, left armpit is swollen." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain, very hard, lump, joint pain, left armpit is swollen." The patient additionally reported "symptoms of autoimmune disease;" this event is not related to the device. Device remains implanted.